Event description:
It was reported that a malfunction on the pump occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided pump reset information and assisted with resetting the device. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reappeared.